Event description:
The doctor indicated that a screw fractured inside the implant and could not be removed. The doctor had to extract the implant and the implant will be replaced.

Manufacturer narrative:
(B)(4). Investigation: complaint investigator¿s visual inspection of returned component nanotite tm tapered certain® implant 4 x 11.5mm (nint411) and certain® gold-tite® hexed screw (iunihg), has confirmed the following: the screw (iunihg)has fractured and remains stuck inside of the implant (nint411). The internal hex of the nint411 has been damaged. A complete dimensional analysis cannot be performed due to the damage of the as returned product. The review of the implant (nint411) DHR records did not provide any indication of a manufacturing deviation that would contribute to this event. A review of the implant's complaint history in etq did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause for this event has not been determined.